Event description:
As it was reported by the affiliate, the hub of a 3.5 x 33mm cypher select plus cracked while inflating the balloon during treatment of an unk vessel. The physician was able to inflate the balloon to 16atm, but the gauge of the indiflator indicated loss of pressure. The stent was fully deployed by applying high pressure to the balloon. The procedure was completed, and the stent delivery system was removed without injury to the pt.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional info will be submitted within 30 days of receipt.